Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: sales rep noted there were no unusual sounds heard. The motor didn't slow down as it usually does in extremely thick tissue. It was a 'normal' third firing with nothing out of the ordinary noted. The patient is expected to go home as usual from the hospital.

Manufacturer narrative:
(B)(4). Additional information: pan, one piece sled, drivers, cartridge. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the left side fully fired, right side outer row fully fired 1/2 and the right two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially dislodged at left side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third fire with a green reload and seamguard, misfired. The device was slightly articulated, held for approximately thirty seconds and fired. Before the placement of the stapler the crotch was examined from the previous reload for a migratory "crotch staple" & none were noticed. Staples formed as usual on the right "specimen" side. The left "patient" side had incomplete formed staples. There we're complete formed staples on the proximal 5mm & distal 5 mm. The middle 50mm had no staples. The surgeon sewed the gastrotomy closed with 2-0 silk and left a drain. Another device and reload were used to complete the case without incident. There were no patient consequences reported.